Event description:
It was reported the patient presented for a routine generator change. X-rays showed the right ventricular lead had externalized conductors. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was discharged after the procedure.